Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. On site inspection of the system and log file analysis confirmed that the system's ippc (image preocessig pc) was not starting up correctly. A philips field service engineer (fse) replaced the ippc, after which the system was returned to use in good working order. The defective ippc was returned for further analysis, which did not identify a malfunction. At the time this complaint was received, philips did not have enough information to exclude a malfunction with a potential for death or serious injury, and as such this complaint was reported. Since that time, investigation concluded that the system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's image processing computer was unable to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.